Event description:
Provider states getting a e06 right brake fault, chair is in a residential home, enduser was in the chair at the time, provider stated no property damage or injury alleged. No further information provided.